Event description:
Facility alleges headers cracked during dialysis, causing blood leak. Rn reports circuit discarded ebl 7100cc. Reuse # unknownn. Venous header cracked at start of treatment. Dialysis resumed with new dialyzer. No further medical intervention required.